Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No excessive no delivery alarm during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer also reported a no delivery alarm from the device. The patient's blood glucose level was 466 mg/dl at the time of the call. The customer was vomiting and had treated their blood glucose levels with a syringe. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.